Event description:
It was reported the patient been having issues with their device. It was stated the patient had been having twitches on their left side that started a week after implant. It was noted the twitches started on their left leg and the patient said their leg jumps. Reportedly, the patient was "jumping" during the night and twitching all over. It was stated the patient also felt twitching 3 inches up from their navel on the left side. The patient turned their stimulation off at the end of (B)(6) as directed by their healthcare provider. It was stated after turning stimulation off the twitches didn't stop. The patient stated the twitches or charges happen when they touch something electric, for example the microwave or the phone while it is charging or plugged into the wall. Reportedly, the patient was told it was all in their head and they went in for a biofeed on (B)(6) 2013. When the patient was driving home they got a bad pain in their stomach and stated it was like a bolt of lightning going through her. On (B)(6) 2013 the patient took the battery out of their fire detector, put it on their bed and fell asleep and rolled over the battery. It was stated the patient ended up getting an electric shock and the patient went to the emergency room that night. The patient stated they had a hole or scar on the left side of their body a little up from their navel and the hole or scar was big. Reportedly, the hospital said the shock was from the device and their implant was on the right side but everything was happening on the left. The patient stated they needed to have their device taken out and stated they had to quit their job because of the twitches.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v852752, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).